Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, chronic obstructive pulmonary disease, and previous myocardial infarction. Complications reported included device embolization, stroke, bleeding, vascular dissection, coronary occlusion, surgical intervention (permanent pacemaker, valve-in-valve), unexpected medical intervention (post-balloon aortic valvuloplasty); these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with device implant for valve-in-valve procedures. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: in-hospital outcomes of valve-in-valve vs. Native valve transcatheter aortic valve implantation in brazil: a propensity matched analysis b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "in-hospital outcomes of valve-in-valve vs. Native valve transcatheter aortic valve implantation in brazil: a propensity matched analysis", was reviewed. This research article is a retrospective multicenter experience to evaluate temporal trends in valve-in-valve transcatheter aortic valve implantation (viv tavi) procedures in brazil and to compare procedural and in-hosptial outcomes between viv and native valve-tavi (nv-tavi) groups. The devices included in the study were acurate neo/neo 2, corevalve, evolut r/pro, inovare, lotus, myval, portico, sapien xt, and sapien 3/ultra. The article concluded that device success and permanent pacemaker implant were lower and valve embolization was more frequent in viv-tavi compared with nv-tavi. In-hospital safety outcomes did not differ between groups. [The primary and corresponding author was henrique ribeiro, department of interventional cardiology, heart institute (incor), hospital das clínicas da faculdade de medicina da universidade de são paulo, são paulo, brazil, with corresponding e-mail was henrique.ribeiro@hc.fm.usp.br.]. This study included patients who under viv-tavi or nv-tavi from 01 january 2009 to 31 december 2021. A total of 375 patients were included in the study, of which 1% (4) received an abbott device. The average age of the valve-in-valve transcatheter aortic valve implantation (viv-tavi) group was 77 years. The average age of the native valve transcatheter aortic valve (nv-tavi) group was 78 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, chronic obstructive pulmonary disease, and previous myocardial infarction.